Event description:
Complainant alleged that the device failed to discharge using paddles. Complainant did not indicate that another set of pads were obtained and if the paddles were used on a patient.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.